Manufacturer narrative:
Date of event was approximated to (B)(6) 2018, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2018. As reported by the patient's attorney, post procedure, the patient experienced pelvic pain, failed sling, infections, mixed incontinence and dyspareunia. The patient also reported suffering, loss of enjoyment of life, anxiety, depression, physical impairment, permanent physical injury and more.

Manufacturer narrative:
Blocks b2, b3, b5, b7, e3: occupation (other), h6: patient codes and impact codes have been updated based on additional information received on june 21, 2023. Block b3 date of event: date of event was approximated to (B)(6) 2019, the date the patient was diagnosed with the symptoms. Block e1: this event was reported by the patient's legal representation. Surgeons (implant): dr. (B)(6). Surgeon (revision surgery): dr. (B)(6). Block h6: imdrf patient codes e2330, e1405, e1906, e2006, e2328, e1301, e1310, e1304, e1007, and e2333 capture the reportable events of erosion of the graft in the urinary organ, minimal urethrovesical descent without leakage of urine, dysuria, recurrent utis, urge incontinence, constipation, and prolapse. Imdrf impact codes f1202 and f1905 capture the reportable events of physical impairment, permanent physical injury, and removal of 2cm portion of sling.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a da vinci assisted supracervical hysterectomy with bilateral salpingo-oophorectomy and tension-free vaginal tape + sacrocolpopexy procedure performed on (B)(6) 2018, for the treatment of cystocele with uterine prolapse and stress urinary incontinence. The patient tolerated the procedure well with no complications reported. As reported by the patient's attorney, post-procedure, the patient experienced pelvic pain, failed sling, infections, mixed incontinence, and dyspareunia. The patient also reported suffering, loss of enjoyment of life, anxiety, depression, physical impairment, permanent physical injury, and more. ---additional information received on june 21, 2023--- on (B)(6) 2019, the patient came to the office with a primary diagnosis of urinary tract infection without hematuria. She was complaining of urinary incontinence and recurrent infections. Since a transvaginal tape placement in november 2018, she had worsening incontinence. She reported she had both stress and urge incontinence, dysuria, and incomplete voiding. Her postvoid residual urine was 130cc and her urine appeared infected. In a physical examination, the patient appeared to be emptying her bladder adequately and the bladder neck support seemed good. The patient had a brain aneurysm in march 2019 and was having some trouble with mentation. With her brain injury, she certainly could be having uninhibited contractions with her bladder. An empiric trial of an anticholinergic was discussed but the physician was concerned this may become a problem with her mentation and that this could worsen the constipation the patient clearly already had which she initially denied. There were awaiting the urine culture and would try to treat her constipation more aggressively. Poc urine dip resulted abnormal. Visit diagnosis included urinary tract infection without hematuria and urinary incontinence. The examination also included cystocele +2 and rectocele +2. There was minimal urethrovesical descent without leakage of urine. On (B)(6) 2020, the patient was noted to have a portion of her bladder sling eroded into the vagina along the left lateral aspect. She came to the hospital for planned vaginal exploration, removal, and repair. On (B)(6) 2020, the patient underwent vaginal exploration with the removal of eroded 2cm sling material and cystoscopy due to erosion of the graft in the urinary organ. A vaginal examination revealed a sling erosion from the patient's left side. This extended from the mid-urethra up into the lateral area. There was no gross evidence of infection. A 2cm section of the sling was removed, and the erosion site and defect were easily closed. The patient tolerated the procedure well and was taken to the recovery room in stable condition.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to november 21, 2018, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: patient code e020201 captures the reportable event of anxiety. Patient code e0206 captures the reportable event of suffering and loss of enjoyment of life. Patient code e1906 captures the reportable event of infections (unspecified). Patient code e2330 captures the reportable event of pain. Patient code e1405 captures the reportable event of dyspareunia. Impact code f1202 captures the reportable event of physical impairment, permanent physical injury, and more. Impact code f12 has been used in the light of this patient seeking legal recourse for a personal injury related to the device. Block h11: blocks a1, a2, e1, e3, and h10 have been updated based on the additional information received on march 14, 2023.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6), 2018. As reported by the patient's attorney, post procedure, the patient experienced pelvic pain, failed sling, infections, mixed incontinence and dyspareunia. The patient also reported suffering, loss of enjoyment of life, anxiety, depression, physical impairment, permanent physical injury and more.